Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is insufficient information to determine the root cause at this time. Medtronic will continue to monitor for future similar events.

Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Attempts to obtain additional information and return of the device have been unsuccessful. Should the device be returned or additional information be received, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information via technical services that 26 months following implant of this pulmonary transcatheter bioprosthetic valve, the valve was explanted and replaced with a valve of the same type and size. The reason for explant was not reported. No adverse patient effects were reported. Return of the device has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.